Event description:
It was reported that a gold screw fractured and a part of it remained inside the implant. The implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number not available.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative an unk biomet gold screw and osseotite® implant 4 x 10mm (oss410) were returned for investigation. Visual inspection of the as returned products identified bone on threads and some damage on the implant, abutment and screw due to the removal process. The screw is fractured at threads and found inside implant. Device history record (DHR) review could not be performed, as the lot number associated with the reported unk biomet gold screw product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information unk biomet gold screw . Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.